Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable pump won't run. The patient's wife was assisted to silence the alarm and to review the pump settings. The medication was verified and the patient has an appointment to have the pump removed. The patient's wife was instructed to power the pump off, to clamp the tubing, and to remove the cassette. Air bubbles were present in the tubing of the cassette. The patient's wife was instructed to massage the tubing and to gently tap the cassette on a hard surface. The cassette was reattached, tubing was unclamped and the pump was powered on. The pump was attempted to be restarted. The medication delivery was confirmed with run screen. The patient was encouraged to call the hotline for future concerns or needs. No patient injury was reported.